Manufacturer narrative:
During the time of the reported event an employee initiated a diagnostic cycle. The employee did not realize the facility's water supply had been shut off. Another employee entered the room and observed the cycle had been cancelled. The employee removed the s40 sterilant cup from the system 1e processor's tray. The employee then transferred the tray to a nearby sink to rinse with water and in the process liquid contacted the employee's chin subsequently causing the reported burn. The employee subject of the reported event sought and received medical treatment at the emergency room. A steris service technician arrived onsite to the inspect the system 1e processor and found that the cause of the cycle fault was attributed to the facility's water supply being shut off. The technician turned the facility's water supply on, ran a diagnostic cycle, and found the unit to be operating according to specification; no repairs were required. The employee should have followed the manual or automated disposal steps as stated in the system 1e's operator manual. A steris account manager offered in-service training to the user facility however, the user facility has declined this offer. The unit was manufactured in 2011 and no additional issues have been reported.

Event description:
The user facility reported that an employee obtained a burn while removing an s40 sterilant cup from their system 1e processor. No report of procedure delay or cancellation.